Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2023, it was reported that the patient's infusion set cannula came off from the site which led to diabetic ketoacidosis. Due to this issue, the patient stayed for 3 days in the intensive care unit. No further information available.